Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation did not likely contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a calcified right common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the first device had a ¿cuff miss.¿ a second device was attempted but also experienced the same issue, a ¿cuff miss.¿ the sheath was upsized to greater than 8.5f and the evar procedure was completed. During post procedure, a third device was deployed; however, the suture only captured one side of the arteriotomy. A cut down was performed to close the arteriotomy. There was no reported adverse patient sequela; however, there was clinically significant delay in the procedure or therapy. No additional information was provided.